Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after the site change, patient's glucose got up to 280mg/dl, upon checking the infusion site, patient noticed the cannula was out and bent under the over patch. There was a patient involvement and there were no additional adverse consequences.